Manufacturer narrative:
The system is showing signs of motherboard failure with the initial lack of operating system. He ordered a new mother board and software then installed. The new motherboard. The system operates as intended.

Event description:
The customer reported there was intermittently no boot and the system freezes up. They were unable to fluoro.